Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("frequent heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), dyspareunia ("painful sexual intercourse"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypoaesthesia, paraesthesia, dyspareunia, headache, weight increased and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, hypoaesthesia, paraesthesia, dyspareunia, headache, weight increased and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was no result provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and frequent heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 8 months after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious event was also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("frequent heavy bleeding") and haemorrhagic anaemia ("blood or heart disorder/condition (anemia)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy (for birth control) from 2012 to 2016, multigravida, multiparous ((B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2012 and (B)(6) 2015), miscarriage and pap smear abnormal. Previously administered products included for gastroesophageal reflux disease: prilosec from 2014 to 2015; for anemia: iron supplements; for an unreported indication: vitamin c from 2014 to 2015, feosol from 2014 to 2015, tamiflu from (B)(6) 2014 to (B)(6) 2015, prilosec from (B)(6) 2014 to (B)(6) 2015, diflucan in (B)(6) 2013 and intrauterine contraceptive device from 2009 to 2012. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cardiac disorder ("blood or heart disorder/condition (anemia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain/pain lower abdomen (often, moderate)"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tingling in extremities"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), vulvovaginal pain ("pain vagina (often, moderate)"), dysuria ("just had hysterectomy yesterday and I am having trouble urinating on my own") and post procedural complication ("just had hysterectomy yesterday and I am having trouble urinating on my own"). The patient was treated with iron (iron supplement) and surgery (essure removal with hysterectomy and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhagic anaemia, dyspareunia and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain lower, hypoaesthesia, paraesthesia, headache, weight increased, fatigue, vaginal haemorrhage, menorrhagia, cardiac disorder, vulvovaginal pain, dysuria and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, cardiac disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, hypoaesthesia, menorrhagia, paraesthesia, pelvic pain, post procedural complication, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. On (B)(6) 2015, findings from hysterosalpingogram revealed the spot image shows 2 linear pelvic densities consistent with essure devices. The cervix was cleansed with betadine solution. The 7 french catheter was inserted into the uterus and the balloon was inflated. Filling of the uterus with 5 cc of contrast was visualized under fluoroscopy. There was no free spillage of contrast from the fallopian tubes. The balloon was then deflated an contrast was injected into the uterus showing no filling defects or wall irregularities. Fluoro time was 1.1 mins. Impression was there was no spillage of contrast from the fallopian tubes. Total bilateral occlusion was noted. On (B)(6) 2015, ultrasound scan revealed ormal appearance of endometrium, normal appearance of the uterus, and normal appearance of the ovaries. On (B)(6) 2015, pathology test revealed cervix: mild chronic inflammation, endometrium: no specific pathologic changes, myometrium: no specific pathologic changes and fallopian tubes: benign serous paratubal cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved n the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition (anemia), dysmenorrhea (cramping), pain vagina (often, moderate) and just had hysterectomy yesterday and I am having trouble urinating on my own. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved n the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and frequent heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 8 months after insertion. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.